Manufacturer narrative:
Eval: underwater leak testing disclosed a leak in the balloon membrane. Under microscopy, a penetration was seen within a whitish patch. The patch, when stained, exhibited the typical appearance of an abrasion mark. Probable cause of difficulty: the ragged edged penetration located within an abrasion mark is typical of that produced by calcified plaque during iabp.

Event description:
The iab was inserted into the pt on 1/3/98. On 1/5/98 blood was noted in the tubing and the iab was removed. On 2/3/98, the following was reported to datascope: the iab catheter was functioning fine then the iab quit working. The nurse was unsure if or what type of alarm sounded from the pump. Blood was noted in the tubing and a staff member heard a hissing noise coming from a plastic sleeve on the pt's leg. Shortly after hearing this sound, blood started to back up into the catheter. There was no pt injury or complication as a result of the event. On 1/16/98, the pt was transferred to a step-down unit. [Event complications]: none from the event-reported 1/6/98 and 2/3/98. [Pt's current status]: moved to step-down unit.